Event description:
Same case as 2134265-2010-05011. It was reported that during rotational atherectomy treatment procedure, a rotawire guide wire tip detachment occurred. The 80% stenosed lesion was located in a severely tortuous and severely calcified left anterior descending (lad) artery. During ablation with the first 325cm floppy used and the tip fell off after use. The defects were noted at the end of the procedure. No patient complications were reported and the patient's status is fine.

Manufacturer narrative:
(B)(4).

Event description:
Same case as 2134265-2010-05011. It was reported that during rotational atherectomy treatment procedure, a rotawire guide wire tip detachment occurred. The 80% stenosed lesion was located in a severely tortuous and severely calcified left anterior descending (lad) artery. During ablation with the first 325cm floppy used and the tip fell off after use. The defects were noted at the end of the procedure. No patient complications were reported and the patient's status is fine.

Manufacturer narrative:
Device evaluated by manufacturer: the guidewire returned presented with a detached/separated spring tip and a kink on the body of the guide wire. According to the eds analysis, "the tin solder joints surface area yielded no copper. The separation or fracture occurred due to a sheared overload". There was no physical compromise caused by the burr to the guide wire spring tip. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).